Event description:
It was reported that during a lithotripsy procedure, the console emits the laser beam towards the wall and not towards the calculation. The equipment failed to function and the inadequate power along with the incorrect beam was caused due to misalignment of the lens. The procedure was cancelled after being sedated with general anesthesia. A medical decision was made to transfer the patient to lithotripsy. The patient had hemorrhage and was given tranexamic acid medication to treat the bleeding till a future planned procedure will be performed. It was noted that the procedure then was completed with another auriga laser equipment.

Event description:
It was reported that during a lithotripsy procedure, the console emits the laser beam towards the wall and not towards the calculation. The equipment failed to function and the inadequate power along with the incorrect beam was caused due to misalignment of the lens. The procedure was cancelled after being sedated with general anesthesia. A medical decision was made to transfer the patient to lithotripsy. The patient had hemorrhage and was given tranexamic acid medication to treat the bleeding till a future planned procedure will be performed.